Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("major fatigue"), depression ("depressive state"), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain"), dizziness ("dizzy spells"), nausea ("nausea"), vomiting ("vomiting") and menorrhagia ("haemorrhagic menstrual bleeding") (seriousness criterion clinically significant/intervention required). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, fatigue, depression, musculoskeletal pain, back pain, dizziness, nausea, vomiting and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, depression, musculoskeletal pain, back pain, dizziness, nausea, vomiting and menorrhagia with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Removal of inserts was performed. Abdominal pain is regarded as an anticipated event according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on (B)(6)2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), depression ("depressive state"), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain"), dizziness ("dizzy spells"), nausea ("nausea"), vomiting ("vomiting") and menorrhagia ("haemorrhagic menstrual bleeding"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fatigue, depression, musculoskeletal pain, back pain, dizziness, nausea, vomiting and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, depression, dizziness, fatigue, menorrhagia, musculoskeletal pain, nausea and vomiting with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1049 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Removal of inserts was performed. Abdominal pain is regarded as an anticipated event according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.